Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the user stated that the system was shaking. A field engineer examined the equipment and found that the system was jerking between -13 a +13 degrees, it was determined that loose bolts were found from the vta assembly. The vta rotational worm wheel gear was replaced but it did not resolve the issue. The vta was pending to be replaced.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2024, it was reported that the system was shaking. The field engineer (fe) was dispatched to the customer site and replaced the vta bolts using a replacement kit. The system continued to shake therefore, it was determined a new vta was needed. The fe installed a new vta assembly. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,181 days and the vta was on the system for 2,231 days. The vta and bolts were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for sdm131700415 was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d. Serial number: (B)(6). Manufacture date: 06-21-2018. System installation date: 11-30-2018. Unique device identifier (UDI): (B)(4).